Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage two diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient noted irritation and cloudy vision. An oral steroid was prescribed and topical steroid dosage was increased. A flap lift and rinse was performed and after the patient noted that eye felt 100 percent better. Symptoms were reported to be resolved three days post lasik. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.